Manufacturer narrative:
Per the clinic, the patient was reimplanted with a new device (B)(6) 2016. This report filed january 18th, 2016.

Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to a decrease in electrode function. It is unknown if the patient was reimplanted with a new device as of the date of this report, (B)(6) 2015.